Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Not applicable. Device evaluated by bd.

Event description:
It was reported that a higher dose of fentanyl was delivered to a pediatric patient. Due to this event, patient was required to receive narcan, which had an immediate effect. The patient woke with gcs of "11t" and agitated. The intended/ordered rate of fentanyl infusion was 25mcg bolus ( approximately 0.4mcg/kg). The fentanyl¿s total dose concentration contained in the syringe 2,500mcg/50ml. There was serious injury to the patient.